Event description:
Caller states having essure placed in 2006 after having last child. Caller reports that her doctor insisted on essure as opposed to tubal ligation. After insertion of device caller reports experiencing a rash all over her body from nickel, joint pain, fatigue, nausea, dizziness, hip/lower back/pelvic pain, perforation of fallopian tubes, and scar tissue. Caller states immediately post insertion she experienced hemorrhaging for 3 months and had to get an ablation/cauterization. Caller states that she is now forced to get a hysterectomy in order to remove the coils.